Manufacturer narrative:
Field service representative addressed the issue by replacing the bellows and poppet valves, the worn out tubing on nozzle pairs 4, 5 and 6 of the cuvette washer and rubber leaf valves inside all vacuum pumps, in addition to clearing all nozzles and checking the water lines from the inner probe wash pumps to the probes. The service history of the architect serial (B)(4) verifies no subsequent issues have been reported. An investigation was performed by reviewing the complaint text, service history, tracking and trending metrics, and the current labeling for the architect ict package insert, and the architect system operations manual. A review of the product labeling concluded that the issue is sufficiently addressed. A review of the architect product monitoring review found no similar issues as described in this complaint; no trend associated with the architect (B)(4) erratic result rate was identified. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely decreased sodium (na) result when processing on the architect c16000, for sample ID (B)(6). Initial na result: 116 mmol/l. The patient was sent to the emergency room where a new sample repeated with normal na results. The original na sample was repeated with a result of 137 mmol/l. No impact to patient management reported. Patient age, race and ethnicity has not been provided.